Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and they did not receive a low battery alert prior to off no power alert. The customer blood glucose level was 530 mg/dl at the time of incident. The customer stated the battery was not previously used. Customer reported the insulin pump was not dropped. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of off no power alert now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, battery out limit or failed battery test alarms noted during testing.